Manufacturer narrative:
(B)(4).

Event description:
When deployed t1, the t2 was deployed simultaneously. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture remain on the insertion needle. T1 and a short length of suture were returned, the suture has been cut and is frayed, t1 shows no abnormalities. The trigger on the insertion device has been fully advanced and locked within the handle indicating a complete deployment. The needle is bent and twisted. The condition of the device indicates the trigger was manually advanced causing the deployment of both ts. Per the device IFU under warnings ¿do not bend delivery needle¿. Further investigation is not warranted at this time. Credit will not be issued.